Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 003742446-2007-00115. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
A 2.75 x 33 mm and a 2.5 x 28mm cypher stent were implanted. Eight months later, the core lab identified stent fractures. No add'l info was given.